Manufacturer narrative:
Product complaint (B)(4). Additional information received: relationship to study device: related - possibly. Evaluation of excised tissue (investigator assessment). Did either donut appear thin or incomplete? Yes. Evaluation of excised tissue (sponsor assessment). Did either donut appear thin or incomplete? No. What was the result of the intra-operative leak test? No leak. Were drains placed intra-operatively? Yes. Technical issue category difficulty coupling anvil to stapler. Please describe any remediation efforts had to re-insert trocar. Total length of stay 9 days. Since the study surgery, was an anastomotic leak confirmed by physical observation or examination? Yes. Date leak diagnosed (B)(6) 2019. Please specify the clinical symptoms that prompted evaluation - distension and jp drain had turbid fluid. Radiological exam true. If confirmed by radiological exam, please specify exam type - kub- free air. Grading of anastomotic leakage grade c: anastomotic leakage requiring re-laparotomy please specify intervention/s used to resolve leak - diagnostic laparoscopy, diverting loop ileostomy, washout. Outcome: recovered/resolved. In the opinion of the investigator, was this adverse event expected/anticipated? Yes. Additional information was requested and the following was obtained: what were the indications for surgery? Patient had history of rectal cancer and a colovesicular fistula from diverticulitis. What healthcare professional fired the device and what is his/her experience with the device? Dr. Is a colorectal surgeon and has years of experience with manual staplers. She had undergone the mandatory powered stapler device training. Can more information be provided on the technical issue/anvil issue? It was a coupling issue. The orange part on the trocar was covered but while retracting, the anvil disconnected and the trocar had to re-inserted as it was retracted. Why did the trocar have to be re-inserted? It was a coupling issue. The orange part on the trocar was covered but while retracting, the anvil disconnected and the trocar had to re-inserted as it was retracted. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with the firing? No. What confirmation was received that the device completed the firing sequence? The green checkmark and the firing sound stopped. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? Yes, no leak. How was the leak identified? Turbid fluid in jp drain and free air on x-ray abdomen. How as the leak addressed during the second surgery? There was air upon entry into abdomen, minimal fluid in pelvis, no feculent content and a diverting loop ileostomy was performed. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. Does the surgeon believe the anvil issues led to post-operative complications? Please explain. Don¿t know. What is the current status of the patient? The patient is doing well, came for his post-operative follow-up visit on (B)(6) 2019. Is the device available for return? No. Further information was requested and the following was obtained: was the drain placed due to the bladder repair? The drain was placed as the patient had complicated diverticulitis with history of fistula. Was the secondary procedure only an ileostomy or was an exploration performed? Laparoscopic exploration with ileostomy and wash out was performed. When is the ileostomy closure planned and what other evaluations are being contemplated before that is done? Flexible sigmoidoscopy was done on (B)(6) 2019 and closure of ileostomy is being held.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Can more information be provided on the technical issue/anvil issue? Why did the trocar have to be re-inserted? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with the firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How was the leak identified? How as the leak addressed during the second surgery? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Does the surgeon believe the anvil issues led to post-operative complications? Please explain. What is the current status of the patient? Is the device available for return?

Event description:
It was reported that the clinical trial patient experienced an anastomotic leak post operatively. Required in-patient hospitalization and surgical treatment. There was a technical issue with the device which reported difficulty coupling anvil to stapler. Had to re-insert trocar. The event was related to the study device.